Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that two mitraclips were implanted in the patient reducing mitral regurgitation (mr) from grade 3 to trace. Visualization of the clip and mitral valve was difficult during the procedure because of the enlarged heart and the slender body of the patient. At the end of the procedure, it was noted that the second mitraclip had detached from the anterior mitral valve leaflet and mr had returned to grade 3. Use of a third mitraclip was considered, but not performed because there was no further space on the mitral valve for a third clip. The patients vital signs were stable. No additional treatment was performed. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Although the mitral regurgitation (mr) grade was unchanged as a result of the procedure, worsening mr, is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) is likely a result of both challenging patient morphology/pathology and procedural conditions due to the reported difficulties with visualization. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.